Event description:
This is a report of a patient who experienced a breach in aseptic technique and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient taking a bath and forgetting to close the twist clamp of the transfer set. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of the report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred in summer of 2013. On an unreported date in (B)(6) 2013, the patient was hospitalized for peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.